Manufacturer narrative:
The reason for this revision surgery was to perform an irrigation and drainage procedure to an prevent infection after the patient fell. This surgery and the previous surgery occurred 18 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The device was verified to have gone through an acceptable sterilization processes and was within its expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling, an irrigation and drainage procedure was required to prevent infection. The surgeon changed out the insert and commented this was not a product failure and a non-serious event.

Manufacturer narrative:
Hospital disposed.